Event description:
The customer reported to baxter (B)(4) an elcam three way standard bore set with stopcock that had a leak. According to the report, the 3-way stopcock developed a crack and there was IV fluid leaking at the port. This was used as a cardiac output line; therefore, there were no lipids or propofol in this port. The condition occurred during infusion on a patient. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the distal female luer was cracked. The sample was then submitted for an underwater pressure test, and a leakage was observed from the cracked female luer. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.